Event description:
The sister of a male patient contacted lifecor customer support to report that one of the patient's battery packs was not charging correctly. The most recent download from this patient revealed "battery charger fault" flags. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery not charging was due to a broken black wire on the cells. The black wire connects the cells to the board. The black wire had a solder dome on the board side. The solder dome caused the wire to be punctured. The wire then shorted to the ground pad. The root cause of the broken wire was a manufacturing assembly error of too much solder on this lead. The wire was replaced. The battery pack was retested and restocked. The assembler who created this battery pack is no longer with lifecor. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.